Manufacturer narrative:
(B)(4). Concomitant medical products: 42532007902 - psn tib stm 5 deg sz g r - 64830896. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the articular surface would not engage with the tibial base plate. After several attempts, another articular surface was opened. The surgical technique was utilized. There was no surgical delay. There was no impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned device exhibits pitting and nicks on the condyle surface and the dove tail is flared out. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.